Event description:
The customer reported being hospitalized for dehydration and high blood glucose. The blood glucose reading was over 400 mg/dl. The customer stated that the reservoirs were leaking past the o-rings and ended up in the emergency room. The customer stated that she woke up with high blood glucose and was not feeling well. Troubleshooting was performed. Time, date, and daily totals on the insulin pump were correct. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.